Manufacturer narrative:
Product analysis #702795752: analysis was able to confirm the reported error code generation; the main printed circuit board (pcb) was contaminated. Analysis also noted, the upper case had a broken boss, the lower case was damaged, the hanger assembly was cracked, the output connectors were broken, the display frame was contaminated, the encoder assembly was contaminated, the main seal was damaged, a case screw was contaminated, a hanger screw was contaminated, a main screw was contaminated, and the display wire insulation was pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) presented with an error code; multiple reboots of the epg did not resolve the issue. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.